Event description:
It was reported that the patient stated experiencing mechanical issues with an inflatable penile prosthesis (ipp) in which a leak in the system was suspected. The patient indicated not feeling happy as the patient did not want to undergo surgery again. The patient would contact patient liaison again if further assistance was needed. No more information available at the moment. Should additional information become available, it will be provided.